Manufacturer narrative:
Additional information has been requested but has not been received. Additional attempts are ongoing to retrieve additional details regarding this event, and the details will be provided if they are received. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
The viperwire guidewire was cut and left in vivo. Additional information has been requested but has not yet been received.

Manufacturer narrative:
The material inspection report for this guidewire lot number was reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(6).

Event description:
The viperwire guidewire was cut and left in vivo. The issue occurred during treatment in the distal left circumflex artery (cx) via femoral access. The artery was not tortuous, and vessel diameter was 3.0mm with moderate to heavy calcification and 70% stenosis.